Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in (B)(4).

Event description:
The information provided indicated the consumer reported the tampon string came off and the tampon fell apart upon removal. Consumer experienced vaginal swelling, blisters, vaginal discharge and irritation, and infections. She went to a physician for treatment.